Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the system 9800's camera would turn off during a procedure. The image would go dark. There was no adverse pt involvement reported. All reported pt info has been recorded.